Event description:
Device malfunction: none. Symptoms/ae: myocardial infarction. Time of symptoms/ae: two days after the procedure. It was reported that two days after stent placement in a heavily calcified, 99% stenosed of the right internal carotid artery, the patient experienced a myocardial infarction. The patient was treated with, unspecified vasopressors and/or inotropes and placed on a ventilator. Though requested, no additional information was available.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.